Manufacturer narrative:
A corindus representative visited the facility the day after this issue. The representative noted that the user had taken the articulated arm off of the table rail at some point, and had tried to put it back on. In the process of doing so, the user did not connect the communication cable to the robotic drive. The representative re-connected the communication cable, and re-booted the system. After this, the system worked without incident. The system was functioning as intended by providing the user with a notice of a communication error when the control console could not communicate with the robotic drive.

Event description:
Event description: there was a communicating error on the corindus robotics device. The cath lab staff attempted to connect the robotic arm to the corindus machine. The machine started the standard "self-service" test, and a communication error was received. The system was rebooted, and the same error message occurred. This occurred several times. Several other troubleshooting techniques were tried with no success. The cable was replaced and the same message was still occurring. The rep was contacted, but was not available. The robotic system was then discontinued, and the procedure was completed with no harm to the patient. After the procedure was complete, the patient was discharged from the cath lab a system reboot was performed again. This time it was successful, and there were no further problems with the corindus machine.